Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059238) in united states on 08-feb-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2005. Essure was inserted after the birth of her second child. Since that time, she had dealt with the following side effects: hair loss, extensive weight gain, extreme pain during menstrual cycle, heavy bleeding, swollen ankles/feet, loss of sex drive, painful intercourse, consistent vaginal discharge, hot flashes, cramps, back pain, heartburn, migraines, mood swings, excessive sweating, and rashes. She had recently been diagnosed with a thyroid disorder that now required her to take daily medication. Additionally, she was never told that the coils contained nickel. Had she been told, she would have never had the procedure done as she had an allergy to nickel. Event date was reported as (B)(6) 2010 (not specified). Concomitant medication reported: levothyroxine, mobic (meloxicam), cyclobenzaprine, multivitamin, and excedrin migraine (thomapyrin n). Disability/permanent damage was mentioned as event outcome, and serious injury was mentioned as event report type, but not specified and/or assigned to one of the events. Follow-up information received on 01-mar-2016: the reporter stated that she did not have anything to say and did not want to be contacted again. Follow-up received on 12-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Legal claim received on 27-may-2016 from lawyer on behalf of plaintiff (upgraded to incident): the plaintiff was implanted with essure on (B)(6) 2005 for permanent sterilization and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2016. Follow-up received on 13-jun-2016 - updated quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had heavy bleeding and cramps. She underwent a surgical removal of the device and/or hysterectomy 11 years after essure insertion. These events, interpreted as genital bleeding and lower abdominal pain, are listed in the reference safety information for essure. After essure insertion, genital bleeding and abdominal pain may occur. Given the nature of the reported events, and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case is regarded as incident since device removal was required. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Upon follow up, a legal claim was received. Therefore, further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), device dislocation ("migration/perforation of the essure device") and genital haemorrhage ("heavy bleeding/ heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included nickel sensitivity. Concomitant products included cyclobenzaprine, levothyroxine, meloxicam (mobic), multivitamin and thomapyrin n (excedrin migraine). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps/ severe cramping/ lower quadrant pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion disability), alopecia ("hair loss"), weight increased ("weight gain"), dysmenorrhoea ("extreme pain during my menstrual cycle"), joint swelling ("swollen ankles/feet"), peripheral swelling ("swollen ankles/feet"), loss of libido ("loss of sex drive"), dyspareunia ("painful intercourse"), vaginal discharge ("consistent vaginal discharge"), hot flush ("hot flashes"), dyspepsia ("heartburn"), migraine ("migraines"), mood swings ("mood swings"), hyperhidrosis ("excessive sweating"), rash ("rashes"), thyroid disorder ("thyroid disorder"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), urticaria ("hives") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent pelvic surgery.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain lower, back pain, genital haemorrhage, alopecia, weight increased, dysmenorrhoea, joint swelling, peripheral swelling, loss of libido, dyspareunia, vaginal discharge, hot flush, dyspepsia, migraine, mood swings, hyperhidrosis, rash, thyroid disorder, pelvic pain, abdominal pain, urticaria and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, genital haemorrhage, hot flush, hyperhidrosis, joint swelling, loss of libido, migraine, mood swings, pelvic pain, peripheral swelling, rash, thyroid disorder, urticaria, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: both essure coil was full occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-sep-2017: f/u-summons received-event severe cramping/ lower quadrant pain were clubbed with earlier event cramps and made non-serious from serious and interventional. Event heavy and irregular bleeding clubbed with earlier event heavy bleeding. Events chronic pelvic pain, abdominal pain, hives, nickel allergy and migration/perforation of the essure device was added. Case classification updated to potential legal case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
It was initially received via regulatory authority (FDA, reference number: mw5059238) on 08-feb-2016. The most recent information was received on 22-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), device dislocation ("migration/perforation of the essure device") and genital haemorrhage ("heavy bleeding/ heavy and irregular bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, ovarian cyst and uterine bleeding. Concurrent conditions included overweight, dysfunctional uterine bleeding, dizziness, vomiting, eating disorder, breast pain, depression, anxiety and hypothyroidism. Concomitant products included cyclobenzaprine, levothyroxine, medroxyprogesterone acetate (depo-provera), meloxicam (mobic), multivitamin and thomapyrin n (excedrin migraine). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced weight increased ("weight gain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2009, the patient experienced dysmenorrhoea ("extreme pain during my menstrual cycle / dysmenorrhea (cramping),"). On (B)(6) 2010, 4 years 1 month after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced vaginal discharge ("consistent vaginal discharge"). On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") with rash. On (B)(6) 2016, the patient experienced procedural nausea ("nausea is terrible (after surgery)") and procedural pain ("hurting really bad (after surgery)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria disability, medically significant and intervention required), abdominal pain lower ("cramps/ severe cramping/ lower quadrant pain"), back pain ("back pain"), joint swelling ("swollen ankles/feet"), peripheral swelling ("swollen ankles/feet"), loss of libido ("loss of sex drive"), hot flush ("hot flashes"), dyspepsia ("heartburn"), migraine ("migraines"), mood swings ("mood swings"), hyperhidrosis ("excessive sweating"), thyroid disorder ("thyroid disorder"), pelvic pain ("chronic pelvic pain / pain"), the first episode of abdominal pain ("abdominal pain"), urticaria ("hives"), depression ("depression"), anxiety ("anxiety"), the second episode of abdominal pain ("pain is so bad on my left side and is shooting down my thigh. It hurts to walk."), headache ("headache") and uterine enlargement ("uterus is slightly enlarged"). The patient was treated with surgery (underwent pelvic surgery, full histerectomy with ovaries maintaned), surgery (underwent pelvic surgery, full histerectomy with ovaries maintaned) and surgery (endometrial ablation performed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain lower, back pain, weight increased, peripheral swelling, loss of libido, dyspareunia, vaginal discharge, hot flush, dyspepsia, migraine, mood swings, hyperhidrosis, thyroid disorder, urticaria, allergy to metals, vaginal haemorrhage, depression, anxiety, procedural nausea, procedural pain, the last episode of abdominal pain and uterine enlargement outcome was unknown, the alopecia, dysmenorrhoea, joint swelling, pelvic pain, menorrhagia, nausea and fatigue had resolved and the headache was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, joint swelling, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, peripheral swelling, procedural nausea, procedural pain, thyroid disorder, urticaria, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: patient feared the hysterectomy and reported that could not stop crying. The patient had prior essure coils placed-there was no perforation of the coils noted upon careful inspection of the fallopian tubes. As per patient, doctor said that coils did not perforate anything and they came out whole in her tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: both essure coil was full occlusion. Ultrasound scan - on an unknown date: uterus is slightly enlarged. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, fatigue, genital haemorrhage, abdominal pain, menorrhagia,weight gain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4). On 08-feb-2016. The most recent information was received on 12-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), device dislocation ("migration/perforation of the essure device") and genital haemorrhage ("heavy bleeding/ heavy and irregular bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, ovarian cyst and uterine bleeding. Concurrent conditions included overweight, dysfunctional uterine bleeding, dizziness, vomiting, eating disorder, breast pain, depression, anxiety and hypothyroidism. Concomitant products included cyclobenzaprine, levothyroxine, medroxyprogesterone acetate (depo-provera), meloxicam (mobic), multivitamin and thomapyrin n (excedrin migraine). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced weight increased ("weight gain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2009, the patient experienced dysmenorrhoea ("extreme pain during my menstrual cycle / dysmenorrhea (cramping),"). On (B)(6) 2010, 4 years 1 month after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced vaginal discharge ("consistent vaginal discharge"). On (B)(6) 2013, the patient experienced nausea ("nausea"). In february 2015, the patient experienced allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria disability, medically significant and intervention required), abdominal pain lower ("cramps/ severe cramping/ lower quadrant pain"), back pain ("back pain"), joint swelling ("swollen ankles/feet"), peripheral swelling ("swollen ankles/feet"), loss of libido ("loss of sex drive"), hot flush ("hot flashes"), dyspepsia ("heartburn"), migraine ("migraines"), mood swings ("mood swings"), hyperhidrosis ("excessive sweating"), thyroid disorder ("thyroid disorder"), pelvic pain ("chronic pelvic pain / pain"), abdominal pain ("abdominal pain") and urticaria ("hives"). The patient was treated with surgery (underwent pelvic surgery.), surgery (underwent pelvic surgery.) And surgery (endometrial ablation performed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain lower, back pain, weight increased, joint swelling, peripheral swelling, loss of libido, dyspareunia, vaginal discharge, hot flush, dyspepsia, migraine, mood swings, hyperhidrosis, thyroid disorder, abdominal pain, urticaria, allergy to metals and vaginal haemorrhage outcome was unknown and the alopecia, dysmenorrhoea, pelvic pain, menorrhagia, nausea and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, hot flush, hyperhidrosis, joint swelling, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, peripheral swelling, thyroid disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient had prior essure coils placed-there was no perforation of the coils noted upon careful inspection of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on 6-jul-2006: both essure coil was full occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, fatigue, genital haemorrhage, abdominal pain, menorrhagia,weight gain, vaginal discharge. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs+mr received, reporter added, patient historical and concomitant condition added, lot number added, events added as follows:- vaginal haemorrhage, menorrhagia, nausea, fatigue. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059238) on 08-feb-2016. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), device dislocation ("migration/perforation of the essure device") and genital haemorrhage ("heavy bleeding/ heavy and irregular bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, ovarian cyst and uterine bleeding. Concurrent conditions included overweight, dysfunctional uterine bleeding, dizziness, vomiting, eating disorder, breast pain, depression, anxiety and hypothyroidism. Concomitant products included cyclobenzaprine, levothyroxine, medroxyprogesterone acetate (depo-provera), meloxicam (mobic), multivitamin and thomapyrin n (excedrin migraine). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced weight increased ("weight gain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2009, the patient experienced dysmenorrhoea ("extreme pain during my menstrual cycle / dysmenorrhea (cramping),"). On (B)(6) 2010, 4 years 1 month after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced vaginal discharge ("consistent vaginal discharge"). On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") with rash. On (B)(6) 2016, the patient experienced procedural nausea ("nausea is terrible (after surgery)") and procedural pain ("hurting really bad (after surgery)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria disability, medically significant and intervention required), abdominal pain lower ("cramps/ severe cramping/ lower quadrant pain"), back pain ("back pain"), joint swelling ("swollen ankles/feet"), peripheral swelling ("swollen ankles/feet"), loss of libido ("loss of sex drive"), hot flush ("hot flashes"), dyspepsia ("heartburn"), migraine ("migraines"), mood swings ("mood swings"), hyperhidrosis ("excessive sweating"), thyroid disorder ("thyroid disorder"), pelvic pain ("chronic pelvic pain / pain"), the first episode of abdominal pain ("abdominal pain"), urticaria ("hives"), depression ("depression"), anxiety ("anxiety"), the second episode of abdominal pain ("pain is so bad on my left side and is shooting down my thigh. It hurts to walk."), headache ("headache") and uterine enlargement ("uterus is slightly enlarged"). The patient was treated with surgery (underwent pelvic surgery, full hysterectomy with ovaries maintained), surgery (underwent pelvic surgery, full hysterectomy with ovaries maintained) and surgery (endometrial ablation performed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain lower, back pain, weight increased, peripheral swelling, loss of libido, dyspareunia, vaginal discharge, hot flush, dyspepsia, migraine, mood swings, hyperhidrosis, thyroid disorder, urticaria, allergy to metals, vaginal haemorrhage, depression, anxiety, procedural nausea, procedural pain, the last episode of abdominal pain and uterine enlargement outcome was unknown, the alopecia, dysmenorrhoea, joint swelling, pelvic pain, menorrhagia, nausea and fatigue had resolved and the headache was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, joint swelling, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, peripheral swelling, procedural nausea, procedural pain, thyroid disorder, urticaria, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: patient feared the hysterectomy and reported that could not stop crying. The patient had prior essure coils placed-there was no perforation of the coils noted upon careful inspection of the fallopian tubes. As per patient, doctor said that coils did not perforate anything and they came out whole in her tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on(B)(6) 2006: both essure coil was full occlusion. Ultrasound scan - on an unknown date: uterus is slightly enlarged. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, fatigue, genital haemorrhage, abdominal pain, menorrhagia,weight gain, vaginal discharge. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media posts. Added events depression, anxiety, procedural pain , procedural nausea, pain, headache, uterine enlargement. Updated outcome for joint swelling. Added lab data, updated surgery treatment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs